Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, two linear openings, total delamination of plug strap disk shell and wear abrasion. A microscopic analysis and leak test were performed which identified more three openings crease sharp and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more three openings crease sharp in the side posterior/radius assessed as fold flaw opening. Total delamination of plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. . Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation confirmed via mammogram and ultrasound. Additionally, particles were noted in the valve. Device has been explanted and not replaced.